Event description:
Reportedly ventricular pacing failure was not effective (but is was effective on (B)(6) 2014) , the pacing threshold increased from 0.5v ((B)(6) 2013) to 3.5v (the (B)(6) 2015) and the impedance of the ventricular lead suddenly dropped around the (B)(6) 2014. Symptoms / effects on patient: bradycardia, rectified by increasing of ventricular pacing intensity into to 4v. An operation is expected in the coming months to add another lead and change the device (because a high output was set). If the lead is explantable, it will be returned. A follow up will be performed in (B)(6) 2015.

Manufacturer narrative:
The associated pacemaker was explanted on (B)(6) 2015 due to eol with the proximal part of the subjected lead. The rest of the subjected lead was capped and left in place. Subconsequently, a new ventricular lead was implanted.

Manufacturer narrative:
The associated pacemaker was explanted on (B)(6) 2015 due to eol with the proximal part of the subjected lead. The rest of the subjected lead was capped and left in place. Subsequently, a new ventricular lead was implanted

Event description:
Reportedly, ventricular pacing failure was observed. The pacing threshold increased from 0.5v ((B)(6) 2013) to 3.5v ((B)(6) 2015) and the impedance of the ventricular lead suddenly decreased since (B)(6) 2014. The patient had bradycardia, solved in increasing the ventricular pacing amplitude (to 4v). A re-intervention is planned in the coming months.

Event description:
Reportedly ventricular pacing failure was not effective (but is was effective on (B)(6) 2014) , the pacing threshold increased from 0.5v ((B)(6) 2013) to 3.5v (the (B)(6) 2015) and the impedance of the ventricular lead suddenly dropped around the (B)(6) 2014. Symptoms / effects on patient: bradycardia, rectified by increasing of ventricular pacing intensity into to 4v. An operation is expected in the coming months to add another lead and change the device (because a high output was set). If the lead is explantable, it will be returned. A follow up will be performed in (B)(6) 2015.

Event description:
Reportedly, ventricular pacing failure was observed. The pacing threshold increased from 0.5v ((B)(6) 2013) to 3.5v ((B)(6) 2015) and the impedance of the ventricular lead suddenly decreased since (B)(6) 2014. The patient had bradycardia, solved in increasing the ventricular pacing amplitude (to 4v). A re-intervention is planned in the coming months.

Event description:
Reportedly, ventricular pacing failure was observed. The pacing threshold increased from 0.5v ((B)(6) 2013) to 3.5v ((B)(6) 2015) and the impedance of the ventricular lead suddenly decreased since (B)(6) 2014. The patient had bradycardia, solved in increasing the ventricular pacing amplitude (to 4v). A re-intervention was planned on (B)(6) 2015, the physician capped the subject lead.

Manufacturer narrative:
Review of the patient files confirmed capture failure and the lead impedance decreasing in the ventricular channel (end of (B)(6) 2014). The root cause remains unknown. X-rays were not provided for analysis. Capture failure and undersensing are also suspected in the a channel. Recommendations sent : the physician should evaluate the benefit of a re-intervention. Pull tests should be performed in order to confirm proper connection of rv and atrial leads. The a lead should be tested, and replaced/re-connected if needed. The rv lead should be tested, and replaced if needed.